Event description:
It was reported via repair work order that the brakes were not holding. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes were not holding. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This MDR initial report is a duplicate of a previously issued MDR. Please see MDR # 0001831750-2013-05036 for information regarding this event.